Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urgency incontinence start date: (B)(6) 2023 severity: mild relationship to study device: unlikely relationship to primary study procedure: possible intervention/treatment: none outcome: not recovered/not resolved.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, it was noted that the patient was experiencing mild urinary retention which was reported as not related to the study device, but probably related to the study procedure. The catheter was adjusted and the issue was resolved same day. On (B)(6) 2023, dysuria was noted and drug therapy was provided. The dysuria was reported as possibly related to both the study device and study procedure and has not yet been resolved. On (B)(6) 2023, the patient began to experience acute post-op abdominal pain which required in-patient hospitalization or prolongation of existing hospitalization. The patient was given antibiotics, acetaminophen and ibuprofen and was discharged on (B)(6) 2023 since the pain resolved. The pain was reported as possibly related to both the study device and procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide product code and lot number, tvtrl - 3942544. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Urinary catheter was adjusted. Was the device removed? If so, please date and details of the re-operation. No. What is the most current patient status? Resolved (B)(6) 2023. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 48, f, 98.4kg, 39.68kg/m2, name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Stress incontinence. Were any concomitant procedures performed? Yes. Location and character of pain? Abdominal pain. Please describe any medical intervention given for pain management including medication name and results. Acetaminophen, ibuprofen ¿ pain resolved. If reoperation was performed, please provide the date and surgical findings. N/a. What is the patient's current status? Recovered. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urgency incontinence end date: blank => 02 apr 2024 outcome: not recovered/not resolved => recovered/resolved without sequelae (B)(4). Corrected information: d6a.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: dyspareunia start date: on (B)(6) 2023 severity: mild relationship to study device: possible relationship to primary study procedure: possible intervention/treatment: drug therapy: no surgical procedure, therapy, or intervention: no non-surgical procedure, therapy, or intervention: yes specify: physical therapy outcome: not recovered/not resolved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: adverse event term: uti. Start date: (B)(6) 2025. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank intervention/treatment: none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Updated information received: inactivated adverse event term: dyspareunia. Adverse event term: urinary catheter dysfunction. End date : (B)(6) 2023 => (B)(6) 2023. Start date : (B)(6) 2023 => (B)(6) 2023. Adverse event term : acute post op pain => vaginal cuff cellulitis.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: uti start date: (B)(6) 2025 updated: end date: blank 15 may 2025 outcome: not recovered/not resolved recovered/resolved without sequelae.